Event description:
It was reported that the cable was broken as the surgeon was tightening the cable during implant. No patient complications were reported.

Manufacturer narrative:
Visual review confirms cable breakage. Microscopic examination of the cable identifies bend in the cable with strand damage both above and below the breakage. The angle and location of strand breakage is consistent with the cable coming in contact with a sharp corner during tensile loading. Microscopic examination of the individual cable strand fracture surfaces reveal fairly flat fracture surfaces, with a surface angulation consistent with shear overload. Fracture surfaces contain varying degrees of damage and mechanical smearing. The above observations are consistent with shear overload.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.